Event description:
It was reported that this patient experienced chest pain with inspiration and pericardial effusion was noted by echocardiogram. Subsequently, both right atrial lead and right ventricular lead was repositioned due to a lead perforation was suspected. No additional adverse patient effects were reported.